Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the mild to moderately calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced for treatment, but could not cross the lesion; however, it was noted that the distal stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosis was 90% and the tortuosity was moderate.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: p select ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the mild to moderately calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced for treatment, but could not cross the lesion; however, it was noted that the distal stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosis was 90% and the tortuosity was moderate.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the mild to moderately calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced for treatment, but could not cross the lesion; however, it was noted that the distal stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.